Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during routine inspection, it was found that the machine had no display when turned on, so it was stopped and the equipment department was notified. No patient involvement.